Manufacturer narrative:
Device is a combination product. (B)(4): f/g,promus element,mr,ous 2.50x20mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent found proximal stent damage. The 2 most proximal stent strut rows were damaged and stretched proximally. The remaining undamaged section of the crimped stent outer diameter (od) was measured which is within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube identified multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip revealed no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jun-2017. It was reported that crossing difficulties were encountered. The patient presented with acute myocardial infarction (mi). Vascular access was obtained via the femoral artery. The 95% stenosed, 18x2.5mm, eccentric, de novo target lesion was located in the severely tortuous, mildly calcified distal right coronary artery (rca). Following predilation, a 2.50x20mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.